Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving lioresal 500mcg/ml at 65 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included spinal cord injury, cardiac valve replacement and a cardiac stent. The patient's concomitant medications were unknown. On (B)(6) 2016, during a routine pump replacement (due to elective replacement indication (eri) of five months), the surgeon attempted to place a new catheter, but was unable to place it satisfactorily. Upon the first two attempts to pass the new ascenda, the catheter dove caudally at the tip of the spinal needle. After those two attempts, the surgeon then had difficulty getting cerebrospinal fluid (csf) to confirm access to the intrathecal space. The surgeon opted to replace the pump as planned, but planned to bring the patient back at a later date to place a new catheter. A post-operative magnetic resonance imaging (MRI) was completed, but the results were not reported. The cause of the event was not determined. The patient's status was reported as "alive - no injury." No patient symptoms occurred.

Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 500mcg/ml at 65 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included spinal cord injury, cardiac valve replacement and a cardiac stent. The patient's concomitant medications were unknown. On (B)(6) 2016, during a routine pump replacement (due to elective replacement indication (eri) of five months), the surgeon attempted to place a new catheter, but was unable to place it satisfactorily. Upon the first two attempts to pass the new ascenda, the catheter dove caudally at the tip of the spinal needle. After those two attempts, the surgeon then had difficulty getting cerebrospinal fluid (csf) to confirm access to the intrathecal space. The surgeon opted to replace the pump as planned, but planned to bring the patient back at a later date to place a new catheter. A post-operative magnetic resonance imaging (MRI) was completed, but the results were not reported. The cause of the event was not determined. The patient's status was reported as "alive - no injury." No patient symptoms occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.